Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd smartsite¿ needle-free connector had blockage issues. The following information was provided by the initial reporter: "the nurse found a blockage when using the needleless sealing connector, and immediately stopped using it and replaced it with a new connector."

Manufacturer narrative:
Investigation summary. A 2000e china product was not available for investigation; however the lot number of the complaint sample was confirmed as 22015485. No further information was provided to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion.

Event description:
It was reported bd smartsite¿ needle-free connector had blockage issues. The following information was provided by the initial reporter: "...the nurse found a blockage when using the needleless sealing connector, and immediately stopped using it and replaced it with a new connector.".